Manufacturer narrative:
The end user, customer, reported to the irvine scientific technical application scientist the event that occurred on (B)(6) 2015 when the embryos were thawed. Technical application scientist was contacted by the end user on 01/04/2016. Additional device: lot # 40709, catalog # ist-067a, date of manufacture 02/23/2012, expiry date 05/30/2014. (B)(6). Loss of cells (human embryos). Unable to enter device code mqh, microtools, assisted reproduction (pipettes). End user reported that the medical device, cryotip, cracked during the thawing process and the patient embryos were not recovered. The medical device was discarded by the end user following the event that occurred on (B)(6) 2015 and was reported to the technical application scientist on 01/04/2016. The medical device was not available for return to the manufacturer for investigation as it was discarded after thawing. The technical application specialist, an employee of irvine scientific, was contacted by the customer, end user, on 01/04/2016 regarding the thawing of the medical device, cryotip, that occurred on (B)(6) 2015. The technical application specialist spoke with the end user to con firm that they had been trained in the use of the cryotip as part of the investigation. Irvine scientific sales co., inc. Is filing this MDR with an abundance of caution. This MDR submission is our initial and final report. A follow up report will not be submitted.

Event description:
The end user reported that the medical device, cryotip, containing human embryos cracked during the thawing process and the patient embryos were not recovered.